Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: the power of the system fell down in the middle of a surgery, working on cw at 150w, the doctor reconverted the laser surgery to a turp.